Event description:
It was reported that the lead integrity alert (lia) was triggered due to oversensing, and noise on the lead. It was also reported that during the lead revision the connector pin was not fully seated into the header. After two attempts the pin was connected and appeared to be secured in the header. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.